Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien service engineer (se) was only authorized to update the software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, the ventilator upper display was blank. The patient was transferred to another ventilator with no harm.